Manufacturer narrative:
Date of report: november 21, 2007.

Event description:
Procedure: hemorrhoidectomy. According to the reporter: the jaw of the instrument was broken during use on tissue. None of the broken piece fell into the pt cavity. No report of pt injury.